Event description:
Initial reporter indicated that before a generator replacement surgery the surgeon noticed that there was not any connection between the programming wand and the new generator. The surgeon didn't do any battery testing or other problem solving because he was sure that the "generator is working as they always do." No testing of the device connections was done during the generator replacement surgery. Testing was performed postoperatively that ruled out a generator or lead malfunction. A malfunction of the wand or electromagnetic interference is suspected between the wand and the generator. Good faith attempts are being made for additional information surrounding the wand communication issue. MDR report number referencing the generator replacement: 1644487-2005-00082.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.